Event description:
Turp procedure performed on pt using glycine. Physician was inserting 24fr three way foley for continuous irrigation. Thirty ml fluid inserted into the balloon. Balloon ruptured within one on two mins. Physician inserted second 24fr three way foley with the same result. Third balloon inserted was a 22fr three way balloon. Physician returned to surgery, the following day stating that balloon also ruptured sometime during the evening.